Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance, poor sensing and noise. The lead was implanted subpectorally and the physician suspected that the muscle caused damage to the lead. The lead was explanted and replaced. The patient was in stable condition post surgery.